Manufacturer narrative:
(B)(4). We received one used (approximately half filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the white clamp was closed at the sample and the patient connector was not closed, the original wing cap was not handed over by the customer. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump did work (solution was running). A blocked sample (as described by the customer) could not be determined. Leakages were not detected at the received sample. The received sample is within our specifications. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): the pump has not emptied. The patient returned at the hospital, the nurse controlled the implantable chamber and the pump. She found no problems with the implantable chamber but confirmed that the pump doesn't "flow". Treatment: 5fu.